Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a coarctation of the aorta. The valiant de livery system would not track over the guidewire near the aortic arch. The device was removed and a 14x4 pta balloon was used to dilate the area. The physician tried to advance device again, this time with a second guidewire through the pigtail catheter, it would not advance. The physician thought it may be the tip of the device. Upon removal, the physician noticed a slight bend in the white portion of the distal tip. The physician opened another valiant 22x22x100. A 16x4 pta balloon was inflated to dilate that area. The physician tried advancing the second device with the same result- it would not track over the wire at the arch. The physician then opened another manufacturer's stent graft; which tracked and completed the procedure successfully. No medtronic products were implanted. The physician stated the cause of the event may have been due to the profile of the valiant device. No clinical sequelae were reported and the patient is fine.